Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response from the customer was not received.